Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of excess vibration, noise was confirmed. The oscillating saw attachment large was evaluated and unit has excessive vibration and noise. This is most likely due to usage wear over time. Placeholder.

Event description:
It is reported during a veterinary osteotomy on (B)(6) 2012 the oscillating saw attachment was vibrating excessively made a noise and detached from the motor. No further information is available. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)